Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure the surgeon was inserting a screw into the patients pedicle and a thread from the rim of the screw sheared off. The surgeon felt the screw was ok to leave in the patient and left it in place. There was no reported harm to the patient. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.